Event description:
On (B)(6) 2009, a 23 mm trifecta valve was implanted. On (B)(6) 2016, decreased leaflet mobility, calcification and stenosis were noted. On (B)(6) 2016, the valve was explanted and replaced with a 23 mm perceval valve. The patient has been discharged. (Clinical study patient ID: (B)(6)).

Manufacturer narrative:
(B)(4). The results of this investigation concluded the valve was fragmented and was previously dissected with the majority of the leaflet tissue removed. There were calcifications in all three leaflets. There was fibrous pannus ingrowth on the inflow surface of all three leaflets. No acute inflammation was observed in the valve. A review of the device history record showed the device met specifications prior to leaving sjm manufacturing facilities. There was no evidence found to suggest the cause of the fibrin, calcifications, and pannus were due to an intrinsic defect in the valve, as supported by the analysis performed. The cause of the reported event remains unknown.